Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an ingested thrombus in the rotor that would have caused the low flow alarms, confirmed through the retrieved log files. A direct correlation between the device and the report of pulseless electrical activity and ventricular fibrillation could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 8.75¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, an occlusive thrombus was found wedged into the eye of the rotor, partially extending through the vanes of the rotor. Minor scratches were noted in the pump rotor and rotor well. Examination of the remaining blood-contacting surfaces revealed no other thrombi that would have contributed to a flow or functional issue. The relevant lvad (left ventricular assist device) and system controller event and periodic log files were retrieved from the returned lvad and controllers. Review of the log files found that flow decreased down to 1.4 liters per minute (lpm) on (B)(6) 2025 around 5:05 am per the timestamps as moderate elevations in rotor displacement and rotor noise were captured. Flow went to approximately 0.0 lpm at 5:09:56 am on (B)(6) 2025 per the timestamps, where it remained for the rest of the log files. There were no other notable findings, and the pump otherwise appeared to function as intended at the set speed. The elevation in rotor displacement and noise as well as the minor scratches in the pump rotor and rotor well were consistent with a thrombus becoming ingested into the rotor during pump operation. The rotor thrombus was sent to an external lab for histological analysis. The analysis determined that the gross and histological morphology of the tissue was characteristic of an upstream organizing mural thrombus that had embolized and lodged downstream in the pump rotor. Clinical correlation was recommended. A specific origin of the thrombus formation was unable to be conclusively determined through this evaluation. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed as well as records in the manufacturing execution system) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ lists pump thrombosis and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism and arrhythmia as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient went into ventricular fibrillation while in the intensive care unit at 3:38am on (B)(6) 2025, and cardiopulmonary resuscitation (CPR) was started right away. Pulseless electrical activity was also reported and flows on the heartmate 3 were at zero liters per minute. The patient was taken back to the operating room to exchange the pump due to potential thrombus ingestion. Pre-incision was started at 4:40 am. The patient¿s chest was opened at 5:03 am and they were placed on the heart/lung machine. The surgeon did not observe any clot in the pump inflow cannula or in the patient¿s ventricle, a clot was seen in the rotor. No issues were reported with the pump that the patient was exchanged to.